Manufacturer narrative:
D4 UDI: as the lot# is unknown, the UDI will consist of the primary di number only. E1: initial reporter phone no.: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump stopped infusing during the tubing change. The pump had reportedly been functioning as expected prior to the tubing change; however, following the change, no drops were observed in the drip chamber and no flow was observed through the tubing. As a result, the patient became hypotensive. Two "upstream occlusion" alarms were reported within a ten-minute interval. No additional information is available.